Event description:
It was reported that this right ventricular (rv) lead triggered an alert for an out of range shock lead impedance on (B)(6) 2018. Information indicated that a clinician cleared the alert on (B)(6) 2018. No adverse patient effects were reported. No further information is known. At this time, the product remains in service. If additional information is received, this report will be updated.